Manufacturer narrative:
A ge service rep performed an on site investigation. The software nodes were reloaded and the system files were rebuilt. The system was then found to be operating as intended.

Event description:
The customer reported a "collimator iris too large" error. No pt injury was reported.